Event description:
It was reported that a sureflex laser fiber was broken during use in a patient during flexible utereoscopie. It is unknown how the procedure was completed. There was no patient injury reported.